Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's and verified the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported and observed issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control found that the device disarms itself when attempting to charge for defibrillation energy. As a result, defibrillation would not have been possible if it were necessary.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and duplicated the reported issue. Physio observed that integrated circuit, designator u21, was inoperative, preventing the device from charging correctly.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control found that the device disarms itself when attempting to charge for defibrillation energy. As a result, defibrillation would not have been possible if it were necessary.